Manufacturer narrative:
(B)(6). (B)(4). Visual examination of the returned complaint device found the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section of the balloon. This failure is likely due to factors encountered during the procedure, such as the interaction between the balloon and the scope or any other devices during the procedure that could have created friction, resulting in the found failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre balloons - wireguided dase was used in the colon during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon did not inflate. The procedure was completed with another cre balloons - wireguided dase. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.